Manufacturer narrative:
Product complaint # (B)(4). It was reported that a patient underwent a femoral bypass procedure on 7/2/2020 and the suture was used. During surgery, the suture ruptured at the needle after stitch and broke. A like device from a new lot was used. There were no adverse patient consequences reported. Additional information was requested and the following was obtained: was the surgery delayed? No. Was there any patient consequences? No. Event day: (B)(6). Device status not available, discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/03/2020 a manufacturing record evaluation was performed for the finished device batch pdh136, and no non-conformances were identified. Additional h3 investigation summary: it was reported breakage suture. Unopened samples of lot pdh136 was received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a femoral bypass procedure on an unknown date in 2020 and the suture was used. During surgery, the suture ruptured at the needle after stitch and broke. A like device from a new lot was used. There were no adverse patient consequences reported.